Event description:
The sales rep reported during a shoulder procedure, the grasper was loose on the customer's expressew ii, they thought it might fall off, and the needle popped out the backside of the device. They swapped it out with another like device, and the surgeon completed the procedure with no patient consequences.

Manufacturer narrative:
An additional expressew ii gun was returned to mitek with the initial complaint device. The device was evaluated visually by mitek. The device had an expressew ii needle stuck in it. When the needle was removed, during evaluation, it was discovered that the plastic flag had been broken off as well as the distal tip of the needle. We cannot conclude as to what may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no conclusions can be drawn. At this point in time, no further action is necessary, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.